Event description:
It was reported the programmer screen is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer overlay screen was broken. The system fan was noisy, the antenna was loose, an error was found on the error log and thermal sensor testing failed due to the link electronic module (lem) circuit board.